Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer ate dinner and the bolus wizard on their insulin pump was unresponsive. The patient's blood glucose at the time of incident was 10.7 mmol/l. Troubleshooting was initiated for the bolus wizard anomaly. The customer stated that the parameters were entered correctly, but the correction bolus is incorrect. The bolus history was reviewed and the bolus estimated was not adjusted. The insulin pump was determined eligible for replacement; however, no products were returned or replaced.